Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Added: d10 concomitant.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that reclaim disassembly tool broke while trying to disassociate the proximal body from the distal stem during a washout for infection on (B)(6) 2024 the patient has been treated with antibiotics since 2017 for a deep seated infection. The purpose of the current revision, was to washout the joint and replace the proximal part of the reclaim stem. During the attempted removal is when the instrument in question broke. The surgeon attempted to remove the proximal body for another approximately 45 minutes before deciding to leave it alone. The reason the surgeon decided to open the hip and washout an existing infection was the appearance of a dislodged acetabular liner. The liner had dislodged, and the ceramic head was articulating with the acetabular titanium shell. This caused significant metalosis, and damaged the cup. That is why we removed the 62 pinnacle cup and put in a 64 multihole cup.